Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -9.50 diopter, implantable collamer lens in the patient's left eye (os) (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to discomfort. After the removal, there was no discomfort. There is no plans yet to implant another lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens has a curved shape. (B)(4).